Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. A representative sample was returned for analysis. The sample then was carefully removed from the polybag and subjected to visual inspection throughout the entire catheter. No abnormality was found on the catheter. Based on the investigation conducted, the occurrence of balloon burst as per the complaint statement could not be replicated. In our normal practice, all catheter with balloon are 100% inspected for such failure. Product found with defect shall be culled out from the batch. Therefore , this complaint could not be confirmed.

Event description:
It was reported that the balloon burst. Upon inflation the balloon burst inside the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon burst. Upon inflation, the balloon burst inside the patient.